Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted for gastrointestinal bleeding (gi bleed) and was discharged approx 11 days later. The pt was on aspirin, but it was discontinued for the time being. The pt's international normalized ratio (inr) goal was 1.8-2.2 since hemolysis was reportedly not an issue. The pt's inr was 2.0 at the time of bleeding.

Manufacturer narrative:
The pt was discharged home and continues on continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.